Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic with reports of low voltage alarms while on mobile power unit (mpu) power. The alarms started on (B)(6) 2024 per the patient's family. The alarms only occurred on wall power and resolved when the patient would connect to battery power. In clinic some wear and tear was noted on the mpu including some kinks and scratches on the cable. There was no damage on the system controller. Left ventricular assist device (lvad) interrogation showed several low voltage alarms on (B)(6) 2024 as well as one no external power alarm on (B)(6) 2024 at 0153. The mpu was replaced which resolved the alarms. Log files were submitted for review which were previously evaluated in may. Current log files were requested.

Manufacturer narrative:
Section d1: brand name corrected section d4: lot number corrected section g4: PMA # corrected section h4: device manufacture date corrected section h5 and h8: corrected for reusable medical device section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of atypical low voltage and no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu was evaluation by service depot and by product performance engineering alongside known working test heartmate equipment. Visual inspection of the returned mpu revealed a kink in the mpu patient cable near the system controller connector. The returned mpu was powered on, and the unit booted up as intended. The mpu was then connected to a test system controller and a mock circulatory loop, and upon connecting the controller to the test pump atypical low voltage and no external power alarms were produced. Evaluation of the wires revealed that the gray, relative state of charge (rsoc), wire was electrically open, indicating that the wire was damaged. A section of the outer jacket and underlying layers were then removed near the kink in the patient cable, revealing that the gray wire was kinked. Further inspection of the gray wire revealed that the inner conductors were also damaged. Damage to this wire would result in the reported event. The reported event was determined to be due to damage to the rsoc wire. Although not conclusively determined, repetitive flexing of the patient cable during use over time may have contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: UDI corrected and product sn added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that current log files were unavailable. The mpu did have a v-lock connecter, and the power cord did not come loose from the wall or the back of the unit. There were no environmental circumstances that would have affected ac power. The mpu was exchanged and there was no pump interruption or patient impact.